Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer found station with communication error, disconnected mode, and hardware failure icons at sign-on screen. Fse unable to authenticate, rebooted into admin mode. Internal network was disconnected. Found network cable was in drawer jack and corrected the cable and rebooted. Fse edited the missing internal network name to pyxinet, rebooted again and hardware failure cleared and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several drawers encountered failures. Attempts to reboot and recover but were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.